Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. After a trouble-free pre-run test, it was difficult to inflate the balloon and impossible to get enough pressure to start the procedure. The physician decided to change the procedure to an endometrectomy under glycocolle irrigation. The pt, who was supposed to be in an outpatient hospital, began to feel unwell after the procedure. The surgeon preferred to keep the pt for the night, prolonging the hospitalization over twenty four hours. According to the physician, the post-operative reaction of the pt may have been due to the gycocolle. The pt was discharged from the hospital the following day, without sequelae. Currently, the pt is fine.

Manufacturer narrative:
(B) (4). Undefined "unwell feeling" occurred. (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.